Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer would not boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not boot up and stayed at please wait screen. Software was reloaded to resolve boot up issue. Analysis also found the display had color bars on the right side; display found out of electrical specification. The lower case was worn, latch tab of power cord bay was broken, media bay door latch was missing, power supply was noisy, the system fan was noisy, and the stylus was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.